Manufacturer narrative:
The disposable tibial impactor tip became lodged in the disposable handle and broke off in the impactor handle during attempts to remove the tip. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The disposable tibial impactor tip became lodged in the disposable handle and broke off in the impactor handle during attempts to remove the tip.